Event description:
The customer reported during a pain management case, left monitor went blank and was unable to get any image on monitor. Technician had to remove system from procedure, and repalce with another system. No pt injuries.